Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the paddle tray plates are broken. There was no patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted by onsite support. Philips field service engineer confirmed the reported problem and replaced the device's paddle tray to resolve the issue. The customer's device was successfully repaired and returned to service. No further action is required at this time.